Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: review of the returned device confirmed that the attune impaction handle had a broken lever. Root cause product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s red locking mechanism broke off. No surgery delay, no adverse consequences, no part remaining in patient´s body.